Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that uvc was leaking with a small break near the hub just below the molded strain relief on the extension. Betadine was used to clean the skin area and the area was completed dried prior to insertion. The catheter was not difficult to handle during insertion and was not difficult to secure. The uvc was secured with steri-strips. The uvc was inserted on (B)(6) 2013 in the umbilical artery. The uvc was used for continuous use. Heparin 1 unit/ml in normal saline was used to flush the line using a 5 ml syringe. The uvc was inserted and started leaking shortly after insertion. The uvc was removed on (B)(6) 2013, a couple of hours after insertion. The uvc was replaced with a broviac catheter. The status of the pt is critical.